Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that neither the device is not returning for evaluation as it was discarded by the customer; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that a ar40m intraocular lens (iol) was folded upon implantation; the lens was bent. Additional information received clarified that the iol was fully inserted into the patient's right eye and did not unfold. The product was cut into pieces to be removed from the eye, and it was discarded by the customer. Another iol of the same model and diopter was implanted. There was no injury and the patient was reported doing fine post-op. No additional information was received.